Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis. The blood glucose reading was unk, and blood results were not in yet. The customer stated that the insulin pump was fine. The issue was that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.